Event description:
It was reported that when using the bd pyxis¿ medbank tower medication verification was not working. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the verification was not working. A technical support specialist troubleshot the device and advised the facility to call in for a validation code instead of using medical prescription verification (rxverify), and the medication issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.